Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, which the caller successfully executed, resolving the issue without further errors. The caller was able to start their sensor session successfully.